Event description:
During cardiac procedure the stent balloon would not inflate. The left anterior descending artery was a very calcified and tortuous vessel. When the balloon would not inflate the item was removed. Another catheter was used and the cardiologist was able to place a vision stent. There were no consequences or impact to the pt.